Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in portugal underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient went to the emergency department due to abdominal pain. It was found that the peg was too inserted leaving only about 10 cm of peg tube on the outside. It was reported that the patient had been observed by gastroenterology and was ruled out of any problems with the peg. It was reported that the patient had high inflammatory parameters in labs with peristomal pain. An abdominal CT was performed that revealed liver cysts not related to present event. The patient was prescribed unknown antibiotic therapy for a "possible infection of the stoma". On (B)(6) 2022, it was reported that the patient had recovered from the abdominal pain, and the peristomal pain had been reduced. On (B)(6) 2022, the patient experienced blood exudate around the stoma site that recovered throughout the day.